Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-02135, 2134265-2013-02136. It was reported that following a coronary artery stenting treatment procedure, the patient experienced angina. In (B)(6) 2012, the patient was referred for cardiac catheterization. The 1st de novo target lesion was located in the 1st right posterolateral branch (rpl1) with 70% stenosis and was 15mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with direct placement of a 2.75x16mm promus element plus stent, with 0% residual stenosis. The 2nd de novo target lesion was located in the mid right coronary artery (mid rca) with 70% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x28mm promus element plus stent, with 0% residual stenosis. The 3rd de novo target lesion was located in the proximal right coronary artery (prox rca) with 80% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x16mm promus element plus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient experienced angina pectoris. The event was considered as not recovered.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).